Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a communication issue between the pump and the mobile device. It was reported when doing all the steps of turning off bluetooth, restarting the phone, deleting the pump connection, and reconnecting. The app did reconnect, but got disconnected again after 15 minutes. Troubleshooting was performed and the issue could not be resolved. No harm requiring medical intervention was reported. The customer will continue the use of the device and will not be returned for analysis.

Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 1.3.2) installed on samsung galaxy s22+ (android 13) with a 780g pump (software version 6.7u.3) was conducted and confirmed the issue is not reproduced. Software performed as expected per ble connect ios and android mobile software requirements specifications - (B)(4). After a thorough investigation, it was discovered that the root cause of the user's pairing problems was an undefined error returned by the android os, which could be caused by several possible reasons such as device software, radio/microwave sources, or bluetooth stack implementation errors. To assist with resolving the issue, the following steps were provided to the helpline team: disconnect the phone from any other bluetooth devices delete the pump pairing from the mobile device's bluetooth settings remove the phone from the list of associated devices on the pump. Clear data of the system bluetooth app reset network settings reinstall the mm mobile app. Restart the mobile device. Try pairing the pump and device in a location with a lower potential level of electromagnetic noise. Turn off samsung-specific battery optimizations for mmm app optionally, perform a factory reset of the phone. The helpline team provided feedback that the issue was successfully resolved after implementing the resolution steps, and the customer reported that the network settings reset likely resolved the issue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional review of the event shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
As per the information reported by the customer issue was resolved. Hence as per the reportability decision tree the case was not reportable and not required for reporting. Initial report has been submitted in error.